Manufacturer narrative:
Patient sample was collected in a serum sample tube. Centrifugation information has not been supplied to date. Qc was performing within the customer's established ranges at the time of event. System check data has not been supplied to date. Customer product line support (cpls) is awaiting samples for investigational testing. A clear root cause has not been determined to date for this event.

Event description:
A customer reported to beckman coulter inc. (Bci) that the unicel dxi 800 access immunoassay system generated a hbsag (surface antigen of the hepatitis-b-virus) result for one (1) patient that was discordant with a result generated by an alternate method. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.